Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n179582013, implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #:(B)(4), UDI#: (B)(4) ; product ID: 8596sc, serial/lot #: (B)(4), ubd: 04-aug-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 1 ,286 mcg/day) via an implantable infusion pump. It was reported that the patient went in to see the healthcare provider (hcp) due to a suspicion that their back incision was infected. It was noted that the catheter started to protrude from the skin. There were no known environmental/external/patient factors that may have led or contributed to the issue. The entire length of the catheter was replaced and a new one was implanted. The issue was resolved and the patient was alive with no injury. It was reported that the catheter was discarded. No further complications have been reported as a result of this event.